Event description:
There was an allegation of questionable results for two patient samples tested with the na electrode on a cobas pro ise analytical unit. Sample 1: the initial result was 146.5 mmol/l and the repeat result was 140.8 mmol/. Sample 2: the initial result was 134.8 mmol/l and the repeat result was 128.9 mmol/l.

Manufacturer narrative:
The electrode lot number was requested but not provided. The customer cleaned the ise flow path. Calibration and qc were acceptable. As a preventive measure, the field service engineer changed the sipper nozzle and tube. No further issues were reported by the customer. The investigation determined the maintenance actions performed by the customer solved the issue.